Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range, and experienced nausea. Reportedly, the customer's health care professional recommended the pump settings be adjusted. Customer delivered boluses to address elevated bg levels.